Event description:
During the procedure when the wire was soaking in the bowl, the hydrophilic coating was found coming off the wire into the bowl. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that no anomalies were observed with the hydrophilic coating. No anomalies were observed on its distal tip. The guidewire distal nitinol section and hydrophilic coating along its length was examined. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. Additionally, the corewire distal end was observed through the distal tip dome. The guidewire was shaped on its distal section. The nitinol tubing proximal bond was in place. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. No anomalies were observed with the hydrophilic coating. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off at approximately between 34.0cm and 39.0cm from the proximal end. The coating was scraped on the guidewire. No friction and/or resistance felt during the advancement with the demonstration excelsior sl-10 in the functional test. No other anomalies were noted. Although no hydrophilic coating was peeling, the reported complaint was confirmed because it is possible the user referred to the proximal ptfe coated section as the distal coated section. It is possible that the introducer provided with the guidewire caused the ptfe to peel. However, the exact cause of the reported event and analyzed ptfe peeling could not be determined.

Event description:
During the procedure when the wire was soaking in the bowl, the hydrophilic coating was found coming off the wire into the bowl. There were no reported clinical consequences to the patient due to this event.